Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was believed there was no issue with the device other than it was dropping in the pocket and starting to turn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. A pocket revision was done. The patient¿s weight was unknown.

Manufacturer narrative:
Analysis of the implantable intrathecal catheter (s/n (B)(4)) found damage to the sc connector which led to explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. There was no cause of the pump turning. The case was on (B)(6) 2019. The pump was not replaced only revised. The catheter was returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the hcp had extreme difficulty removing pump section of catheter (8780) from pump when trying to do a catheter revision. Any environmental/external/patient factors that may have led or contributed to the issue was previous implantation of device. The hcp attempted to use fingers then multiple surgical instruments including hemostats to pull pump catheter from pump. Eventually had to damage pump catheter to get it removed. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.